Manufacturer narrative:
Corrected information provided in h.6. Correction: on initial MDR the patient impact code f19 was reported in error. It should have been only f23 on the original MDR. The manufacturer internal reference number is: (B)(4). H.10: reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Correction information provided in d.4. And additional information provided in h.3., h.6. And h.11. The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. It is unknown if a qualified delivery system was used. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. All iols are terminally sterilized with 100% ethylene oxide sterilization. Company uses an overkill sterilization approach, which greatly exceeds the minimum requirements for sterility. Critical parameters for sterilization cycles are recorded and retained for every sterilization load to demonstrate that the acceptance criteria for the sterilization process are met. Information was provide that the patient was given intravitreal injection of antibiotics on (B)(6) 2024 and topical medications were adjusted after diagnosis of endophthalmitis. Patient referred to retinal specialist who recommended ppv (pars plan vitrectomy). File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that the patient experienced endophthalmitis/conjunctival inflammation, vitreous inflammation/vitreous hemorrhage, hypopyon, severe pain, decreased vision/blurry vision, watering, headache and fever after cataract surgery (with intraocular lens implantation) in the right eye. The patient received topical and other medications as a treatment. It was also reported that, at the end of the procedure a bandage contact lens (bcl) was applied to the patient. Three days post-surgery, the patient was noted to have developed an infection, referred to a physician and was treated with other topical and intravitreal medications. The current condition of the patient was unknown.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.